Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up, and no additional information was received regarding any further actions or outcome of event.